Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs observed the ict module expired on 30aug2019 and the mixers were not functioning properly. The ict module and mixers were replaced by fs. A review of the c802496 service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data for the ict module (ln 09d28-03) and mixers (ln 09d59-02) revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No product deficiency was identified.

Manufacturer narrative:
After further evaluation, the suspect medical device inadvertently was submitted on MDR number 1628664-2019-00628 and is being submitted under manufacturer report number 3016438761-2021-00334 for correction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased potassium result generated on the architect c8000 analyzer on one patient. Results provided (normal range: (3.5-5.1 meq/l): sid (B)(6) on (B)(6) 2019 = 2.4 / 3.9 / 3.9 / 3.9 meq/l. No impact to patient management was reported.